Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched alarm, which was reproduced while attempting to load a set in basic mode. The door not fully latched messages were found to be caused by cracks in the threaded insert boss from front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message during set up in the medical surgical care area. It was also reported there was no patient injury.